Event description:
It was reported that there was a malfunction resulting in valve failure, insufficient o2. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and the reported complaint could not be duplicated. Block a: no report of patient involvement. Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.